Event description:
The ipp device was removed from the pt and a malleable device implanted due to "pt is status post radical prostatectomy, radiation then salvage cystectomy." "Although inflatable penile prosthesis was functional he could not satisfactorily inflate because of scrotal radiation changes and scrotal edema."